Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported on (B)(6) 2018 that she was having issues with the audio and vibration of the alerts on the insulin pump. Customer reports that the vibrate is a lot stronger and louder now. Blood glucose at the time of the incident was 62 mg/dl and was treated with carbohydrate intake. Troubleshooting occurred but issue remains. Product will return for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. The audio tone/vibrate feature on the insulin pump functioned properly during testing. (B)(4).